Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements and had slowly increased impedance measurements, so it was capped and surgically abandoned, with a new lead implanted instead. No additional adverse patient effects were reported.